Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. There were several other forms of wear and tear noted throughout the device. Those include but are not limited to material deformation and adhesive failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera elite colonovideoscope due to a flexibility adjustment issue. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.